Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced swelling at the implant site. The recipient presented with pressure and discomfort. The recipient was hospitalized and prescribed IV vancomycin. The recipient was prescribed ampicillin upon discharge.